Event description:
It was reported by the user site that prior to a 3 dimensions patient exam on (B)(6) 2025, that the c-arm of the device moved down by itself. An error message was displayed on the device, in which the user site was unable to clear. No patient or user injuries were reported. A hologic field service engineer (fse) was dispatched to investigate the 3 dimensions device and observed that the device was functioning properly and additionally was unable to duplicate the adverse event. The fse reported that the error log of the device showed that right foot switch was stuck. The fse replaced both gantry foot switches, confirmed that all switches were working properly, and verified that the system is now operating according to manufacturer specifications. No further information is currently available.